Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device found evidence suggesting device loosening in vivo. A complaint database search finds no other related reported incidents against the provided product and lot combination since its release for distribution. Per the initial reporting, patient x-rays are not available for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C.. No information was obtained. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found indicating product error was a contributing factor. Based on the inability to determine a root cause or identify product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.